Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the electronic pt gas system (epgs) would not communicate. Since the event occurred during preventative maintenance, there was no pt involvement.